Event description:
The customer reported that upon injecting distilled water into the balloon prior to placing it in the patient, balloon damage was observed. There was no patient involved.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.